Event description:
It was reported that during use with bd intima¿-ii IV catheter the needle pulled out and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: give the patient infusion therapy, using indwelling needle infusion. Because the patient has poor intelligence and cannot communicate normally, the indwelling needle was pulled out by itself, causing blood outflow and the risk of stabbing others. Be hemostatic disinfection treatment.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2137534. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima¿-ii IV catheter the needle pulled out and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: give the patient infusion therapy, using indwelling needle infusion. Because the patient has poor intelligence and cannot communicate normally, the indwelling needle was pulled out by itself, causing blood outflow and the risk of stabbing others. Be hemostatic disinfection treatment.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.